Event description:
Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. The force sensor resistance measurement was out of calibration.

Manufacturer narrative:
There was no reported patient impact associated with this complaint. The pump was returned to animas. Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. The force sensor resistance measurement was out of calibration. The pump was primed successfully with no alarms duplicated.